Event description:
Pt upgraded to this model since it was advertised as being "waterproof". When water was splashed on the pump, it shut down, and pt had to rely on a back-up pump. Also when battery is low and you replace batteries, the data is lost and pt gets error messages. Pt also has trouble with high blood sugars, when it fails to pump. Pt feels this device is falsely advertised and sees no signs that the MFR is making it better.